Event description:
It was reported that the critical care nurse reported in an online survey that "no, the ellik evacuator was not successful in tissue and/or debris evacuation¿ because "some bits remained, which were removed with the resectoscope" in relation to 00451: ellik bladder evacuator disposable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "reservoir is damaged, reservoir dimensions are not to specification". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using. Note: for use with resectoscope sheath manufactured by r. Wolf and k. Storz. A separate adapter is enclosed for use with resectoscope sheath manufactured by acmi. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.